Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that customer had tunnel vision with the scope. Upon further inspection it was seen that the distal window was not present. Customer reported that there was no immediate impact on the patient, but they don't know where the distal window was lost. There was a 30 - 45 min delay in procedure, the surgeon was able to complete the procedure using a backup scope.

Manufacturer narrative:
The device has been returned on june 23,2025 and will forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction in section a2 as patients age is 64. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
Result of investigation: the customer's error description tunnel vision with the scope could be confirmed. During the examination, an image conductor that had slipped back into the system tube was detected. Due to the displaced image conductor, imaging is no longer possible. On the proximal side, clear water and processing stains are visible on the eyepiece shell, which were caused by clinical processing and, considering the age of the optics, are normal wear and tear. Slight impact marks and scratches are visible in the distal area. The shaft has scratches in the distal area. The defects found are not due to a manufacturing/production error but were caused by clinical use/clinical reprocessing. This event is filed under internal complaint ID_(B)(4).